Event description:
Per report received through agilent switzerland, the customer questioned the absence of a shock advisory for a pt in vf. Vf was the presenting rhythm, showing a characteristic consistent with the pt having been in cardiac arrest for a long period of time, CPR was provided by the responders, which improved the characteristics of the vf so that it was detected by the AED. Approx 9.5 minutes after the device was applied to the pt, a shock was delivered, which converted the pt's vf to a slow, but organized rhythm. The AED was then turned off. According to the customer report, the pt died at the incident site.